Event description:
It was reported that (1) scg45 was used during a radical prostatectomy procedure. It was reported by the rep that the surgeon used the scg45 flex stapler on the dorsal vein complex and had moderate bleeding. The surgeon noticed some staples had not completely formed. The surgeon also felt the stapler did not cut sufficiently. It is unknown how the case was completed. There was no consequence to patient.